Event description:
It was reported from (B)(6) that prior to surgery, it was observed that the compact speed reducer device was not working and a pin was crooked. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drive shaft was bent and the pretest was unable to be completed. The reported condition was confirmed. The assignable root cause was determined to be due to allowing the driveshaft to come in contact with a hard object and from not using the protective cap. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: contact number (B)(6), contact address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.